Event description:
The patient was admitted to the hospital due to sedation related to an overdose. The event logs from the pump were stated as being normal. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.